Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the central peg broke off the ar-9106-02 when the surgeon was putting the bone graft on the peg. Another ar-9106-02 was used to complete the total shoulder case.